Event description:
It was reported that a pump declared alarm 30 while it was in use. There was no reported adverse impact on the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label, and a replacement pump was arranged to be sent as the original was still under warranty. The customer planned to use multiple daily injections as backup insulin therapy during this process.